Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01403, 0001822565-2018-01404, 0001822565-2018-01405, 0001822565-2018-01406, 0001822565-2018-01408, 0001822565-2018-01409, 0001822565-2018-01410, 0001822565-2018-01411, 0001822565-2018-01412, 0001822565-2018-01413, 0001822565-2018-01414, 0001822565-2018-01416, 0001822565-2018-01417, 0001822565-2018-01418, 0001822565 - 2018 - 01419, 0001822565-2018-01420, 0001822565 - 2018 - 01421, 0001822565-2018-01422, 0001822565 - 2018 - 01423, 0001822565 - 2018 - 01424, 0001822565 - 2018 - 01425, 0001822565-2018-01426, 0001822565 - 2018 - 01427, 0001822565 - 2018 - 01428. Product location is unknown.

Event description:
It was reported that the provisional had missing spring bearings. No adverse events have been reported as a result of this malfunction as there is no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts shows signs of repeated use, wear and missing ball bearings. Device history record was reviewed and no discrepancies were found. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to the design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.